Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified arteriovenous fistula. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced dilation. However, during initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).